Manufacturer narrative:
Continuation of d10: product ID: a820, product type: software. Section d information references the main component of the system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted infusion pump for non-malignant pain. The pump was used to deliver bupivacaine and fentanyl. It was reported that, since the patient had their handset replaced, when they tried to bolus, the handset would lag at 90%. Patient services reviewed data and walked the patient through how to delete the data. The patient planned to call back when she needed further assistance. The patient mentioned that they had shoulder pain and it hurt to hold the communicator over the pump in the back for so long. Additional information received from the patient reported that they had cleared the data before but it did not help. When they are connecting the handset it stops at different percentages and takes a long time to connect to the pump. They wrote down the steps for clearing data. Agent walked them through clearing data and they were able to connect quickly and see the lockout screen.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient and a company representative who reported that the patient had to connect to the pump twice every time they requested a bolus. The patient stated that they were clearing the data after every single bolus request, and they were closing out of the application on the handset after each use. The agent walked the patient through connecting; reviewed that the patient did not need to clear the data after each bolus; and the agent requested a replacement handset from the repair department because the patient had been getting the 338 (connection interrupted) error message on the handset since prior to (B)(6) 2025.